Event description:
The rptr indicated that during a routine followup, they were unable to get iegms, and continuously rec'd the noise interference screen. The rptr also stated that they attempted multiple times, multiple wand positions, and applying the magnet. The initial inquire was 5.4 v, and after battery charge time test is was 5.1v. Inquire and programming were performed without difficulty.